Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 3002806535-2017-01020. (B)(4). Concomitant medical products: 161474 oxf twin peg cmntls fmrl md, lot 2409871; us166578 oxford cementless tibia e lm, lot r2410246a; 159550 oxf anat brg lt md size 6 PMA, lot 2099732. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported a patient experienced twitch in left knee and cracking sensation. The surgeon diagnosed the event as crepitus. Reported this event as uncertain relationship to the device and did not prescribe any treatment. The surgeon states the event is resolved. No further information has been provided at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.